Event description:
The user facility reported four (4) separate incidents involving integra bilayer matrix wound dressing (bmwd). The user facility identified (patient 4). According to the user facility, and allograft was used on the burn and took. The user facility further stated that the wound bed layer was good after removal, and they then placed the bmwd. The bmwd did not take. The user facility used five (5) sheets of bmw810, lot number 105ba0063419 on the burn. No further information as to the outcome or effect on the patient was realyed to integra. The user facility provided pictures labeled patient 4. The pictures show leg burns on an adult male, which is not the patient described by the user facility. Integra's clinical affairs department has attempted to obtain clarification and patient status.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.